Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Bg level was addressed with a correction bolus via the pump. Reportedly, the cartridge had been reused. Tandem technical support educated the customer on insulin labeling.